Manufacturer narrative:
The air/water valve has been returned to the manufacturing site for evaluation. No root cause has been identified for this issue, as these valves are still under evaluation. An air water valve that is not pushed into the scope and has uncovered hold does not initiate insufflation unless the hold is clogged. This issues could not be replicated at the manufacturing site using the same version of the air/water valve.

Event description:
It was reported that the air was insufflating into the patient without utilizing the air/water button that initiates this function. There was no report of injury to any patient, although it was reported that this issue is causing patients discomfort.